Event description:
Pt had been hospitalized for a lengthy time prior to catheter placement. During procedure, a needle was inserted and the spring wire guide (swg) was threaded through it. Catheter would not pass over swg. Dilator was re-inserted and passed easily; however, catheter placement failed and 2nd time. Swg was withdrawn and a long coil was noted at end. Two additional attempts were made to insert catheter at alternate insertion sites but clinician was unable to insert the catheter. Procedure was stopped due to increase in pt's bp and loss of approx 100cc of blood. Upon removal of swg, it was noted to be fryed. Pt expired the following day due to deterioration of various body functions. It is noted that pt's death is unrelated to device failure. Follow-up report will be filed when evaluation is complete.